Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported the customer had no delivery alarms on their insulin pump. Customer also stated they had stopped insulin pump therapy after being hospitalized for diabetic ketoacidosis. Customer reported they were hospitalized on (B)(6) 2014 for high blood glucose. Blood glucose at the time of admission was unknown. The customer was released from the hospital on (B)(6) 2014. Troubleshooting found the insulin pump did not alarm no delivery during a fixed prime. Customer requested to have their insulin pump replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.